Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. Two synergy stents was implanted in the right coronary artery (rca) and a third synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device hanged up on the stent and slid off the delivery system. The physician pulled the device to retrieve the dislodged stent, however the stent migrated from the aorta into the left anterior descending (lad) artery. Another stent was used to trap the dislodged stent and the procedure was completed. No further patient complications were reported and the patient¿s status was fine.